Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
The following event was initially reported under incorrect MFR. Report number: 2184149-2018-00079. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.